Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1062 (invalid test results, read precision) while running one pt sample on the axsym digoxin iii assay. Another sample of this pt generated a result of 3.0 ng/ml on the previous day. The sample generated the error code was then sent to the facility main lab for retesting on the same lot # of the axsym digoxin iii assay and a result of 4.0 ng/ml was generated. There was no impact to the pt's mgmt reported.